Manufacturer narrative:
No further intervention was undertaken. The event will be reopened if additional information is received.

Event description:
Boston scientific crm received information from a (B)(4) sales representative that this product will be part of a system explant due to a patient infection.